Manufacturer narrative:
Date rec'd by MFR: 08aug2019. After numerous attempts to obtain information on the repair of this device (fse notes and inspection data), this complaint is being closed. If further information is obtained, this complaint will be reopened. Part was not returned to fi. The root cause cannot be determined until the device is returned and investigated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19jul2019 .

Event description:
The caller reported that the unit transitioned back and forth from alternating current to direct current operation. There was no patient involvement.